Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of software version 6.5 spectrum pumps constantly displayed the downstream occlusion message when infusing petosin at 999 with clearlink IV sets. Any patient injury or medical intervention is unknown.